Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) was showing communication loss for 6 transmitters. The customer also reported that they rebooted the cns, but the issue persisted. No consequence or impact to the patients. The customer will call back when ready for continue troubleshooting. Service requested / performed: troubleshooting. Investigation summary: the customer reported that the issue was resolved by changing the frequencies on the telemetry devices. The operator's manual for the zm transmitters has a specification on what frequency range is usable for each type of transmitter. The root cause for this issue is use error. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, (B)(4). The issue was a result of use error and not an nk product malfunction. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. D1 brand name. D4 model name, catalog name, serial number. Unique identifier (UDI) number. G4 PMA/510(k) number. H4 device manufacturer date. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns. Transmitters: model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative. (Fu 002 was needed to add new information regarding the outcome of the investigation.)

Event description:
The customer reported that their central nurse's station (cns) was showing communication loss for 6 transmitters.

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) was showing communication loss for 6 transmitters. The customer also reported that they rebooted the cns, but the issue persisted. No consequence or impact to the patients. The customer will call back when ready for continue troubleshooting. Service requested / performed: troubleshooting. Investigation summary: the device was not returned for physical evaluation and functional analysis. The customer did not respond to follow up attempts for further troubleshooting. Issue could not be confirmed, and the root cause cannot be determined. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. As the issue cannot be confirmed, a CAPA is not initiated. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns transmitters: model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) was showing communication loss for 6 transmitters.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) was showing communication loss for 6 transmitters. The customer also reported that they rebooted the cns, but the issue persisted. No consequence or impact to the patients. The customer will call back when ready for continue troubleshooting. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. 6 transmitters were used in conjunction with the cns, bud did not experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. The following fields contain no information (ni), as attempts to obtain information were made but not provided: brand name, model name, catalog name, serial number, unique identifier (UDI) number, approximate age of the device. No serial number was provided, so the age of the device is unknown, PMA/510(k) number, device manufacturer date.

Event description:
The customer reported that their central nurse's station (cns) was showing communication loss for 6 transmitters.